Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised approximately eight months post-implantation to address patellar implant fracture. No further information is available at the time of this reporting.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history records for part # 141357 and lot # 716160 were reviewed for deviations and/ or anomalies with deviations/anomalies identified. Revision operative notes were provided for review. Review of the available records identified the following: copious amount of fluid identified in the joint. All three pegs of patella were broken. Metallosis noted throughout the synovium. Complete synovectomy was performed. Significant amount of blackened tissue. About a third of the patella cracked. The medial facet was broken off. Partial patellectomy was performed and the medial facet of patella was removed. Corrective action was previously opened to investigate the patella pegs shearing off.. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.